Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display had a black line through the words and could not be read. Blood glucose level at the time of the incident was 230 mg/dl. Caller stated that the insulin pump had been dropped. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked lcd zebra connector. Unable to perform any tests due to missing segments and partial display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.